Event description:
Report received of an undocumented number of tubing ruptures with power injection. Specific patient information was not provided, but there have been several incidents of adult patients, both inpatients and outpatients, that required unspecified CT studies with power injection. The patients all had peripheral angiocatheters connected to an extension set. The injector tubing of a leiber-florsheim power injector was connected to the extension sets. The injector was set to infuse 100cc contrast at a psi of 150mmhg. After approximately 25cc had been infused, the tubing was reported to have "ruptured". The extension sets were changed, the remainder of the contrast was injected, and the studies were completed with no further problems. There were a few incidents of an insignificant amount of blood loss. There were no reported adverse patient effects or delays in therapy. Additional information was requested, but no further information was provided.